Event description:
Lap chole - "it was not possible to close the clip in an ordinary way; the clip did not close the structure." Intervention: "it was necessary to suture." Patient status - "ok."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: one event unit was returned for evaluation; however, was inadvertently discarded. In the absence of the subject devices, it is difficult to determine the root cause of the incidents. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.